Manufacturer narrative:
Technician found brakes not holding due to worn braking casters and worn brake block parts. Technician replaced worn braking casters and rebuilt brake block and readjusted brakes to resolve.

Event description:
Brakes not holding.